Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black particulate matter inside the tube of an amia automated pd cycler set. This occurred during prime of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a round, black, particulate matter embedded inside the tubing. The particulate matter was identified as burnt plastic material. The reported condition was verified. The cause of the event was due to a pin build up broken off during the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.